Manufacturer narrative:
Returning of the device for failure investigation has been requested.

Event description:
Covidien received a report of a n-290 involved in an incident occurring (B) (6) 2010 resulting in a pt death. The customer alleges that the unit did not provide an audio tone when the incident occurred. The customer does not know what reading had shown at the time of the event.